Event description:
The button was placed on 5/98. Button was being removed due to the outside strap being worn off, when physician attempted to traction remove the button, the dome detached from the shaft and physician feels the dome has passed.